Event description:
The technician reported the left foot brake caster is not holding. The bed is located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the parts of the lever that sets the brake are bent most likely due to normal wear and tear of the brake casters. The technician replaced the left foot brake caster to resolve the issue. Based on this information, no further action is required.